Event description:
It was reported that the customer was receiving no delivery alarms and that the insulin pump reset itself. The customer subsequently had to reprogram the settings of the insulin pump and received a failed battery test alarm. The customer inserted the battery in another device, reinserted the battery into the insulin pump and the insulin pump then showed full battery. The customer's blood glucose was 141 mg/dl. The customer stated that he had suspended the insulin pump while taking a shower and, upon exiting the shower, saw that there was puddle of insulin as well as the reservoir showing 80 units lower than before he had showered. The customer believed a bolus was delivered while he showered. Troubleshooting was done. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.